Event description:
A call was received through technical services reporting that there was intermittent output and loss of capture in doo mode. The device was explanted. No patient complications have been reported as a result of this event. Additional information was received reporting that there was no pacing output and the patient experienced long pauses.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis determined there was normal battery depletion. A call was received through technical services reporting that there was intermittent output and loss of capture in doo mode. The device was explanted. No patient complications have been reported as a result of this event. Additional information was received reporting that there was no pacing output and the patient experienced long pauses. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination battery end of life - expecte device operated according to specifications capture, intermittent output, none.